Manufacturer narrative:
The serial number is unknown. The investigation is ongoing.

Event description:
As reported, this case involved the implantation of a 23 mm sapien 3 valve in the aortic position. Four years and nine months post-implantation, the valve exhibited failure due to re-stenosis, with calcification observed on the leaflets, leading to an indication for redo tavi. The index valve was noted to be slightly constricted, and the patient was symptomatic. Three months following diagnosis, a valve-in-valve procedure was successfully performed using a 20 mm sapien 3 ultra valve. The final gradient was 5 mmhg, with no paravalvular leak observed, and the patient was reported to be in stable condition.